Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported they received an alert on their device to either connect a sensor or enter a bg value. Dosing was set to stop within one hour. The patient had already attempted to pair three different dexcom g7 sensors. A support agent guided the patient to toggle settings, restart the device, and re-enter the pairing code, allowing the pairing process to restart. During troubleshooting, the patient performed a fingerstick, which read 479 mg/dl. Bg was entered manually into the device. The patient later called back reporting another pairing failure, with a follow-up fingerstick reading of 413 mg/dl. The patient also reported cracks on the device screen and was unable to click on it. The patient was advised to pair the g7 sensor to their phone as an interim solution while awaiting further resolution. The patient reported no symptoms and is aware of their tendency to run high. No medical intervention or outside assistance was required. Bg levels began trending downward after intervention.